Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead displayed a high out of range shock impedance of around 126 ohms. Technical services discussed that a gradual increase in shock impedance is typically due to calcification or scar tissue formation. It was noted a shock was delivered about 8 months ago, and the delivered shock impedance was around 85 ohms. Technical services discussed, if the measured shock impedance value approaches 150 ohms, to deliver a shock to determine the difference between the measured impedance versus the delivered impedance. Typically the measured shock impedance value is 30-60 ohms higher than the delivered shock impedance value. At this time, this rv lead remains in service and there were no adverse patient effects reported.